Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed via evaluation of the returned mpu. The mpu returned to the european distribution center and inspected on 18mar2025, visual inspection revealed damage to the patient cable but was unremarkable otherwise. The patient cable was observed to have puncture marks near the patient power cable connector and was exchanged. Preventative maintenance was performed. The mpu was then functionally tested and passed without issue. The mpu was returned to the customer for further use. No additional damage to the patient cable was revealed. A root cause for the damage to the patient cable was not conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. G) section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 08jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit cable was defective.